Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer low blood glucose level was 53 mg/dl and customer ate a banana she had blood glucose level went to 83mg/dl. The customer high blood glucose level was 422 mg/dl at the time of incident and the current blood glucose of the patient is 421 mg/dl. Customer treated with insulin pump and manual injection. The insulin pump had loose drive support cap. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted. (B)(4).